Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 05/31/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 105 mg/dl and 100 mg/dlmg/dl - fasting. Reviewed meter memory: 110mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 75mg/dl (B)(6) 2015 07:30:00 am fasting:yes; 103mg/dl (B)(6) 2015 12:37:00 pm fasting:yes; 109mg/dl (B)(6) 2015 12:15:00 pm fasting:yes; 85mg/dl (B)(6) 2015 11:32:00 am fasting:yes. Customers concern: 75 mg/dl. Customer complaining her meter is reading low at 75 mg/dl. She then tested within 30 minutes and obtained a result of 110 mg/dl. Normal readings are 85-100 mg/dl - fasting. No recent changes in medication, diet, or exercise.